Manufacturer narrative:
On (B)(6) 2016, an fse conducted an on-site visit to the customer to address the reported event. The fse ordered and replaced wash probe assembly. Afterwards, performed quality control (qc) runs with acceptable results and the customer resumed operations. The instrument was working as intended and hence no further actions were required by field service. The most probable cause of the reported event was a damaged wash probe assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016, a customer reported that the wash probe tip, did not stay on, and that the plastic sheath underneath was damaged in their aia-600-ii analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.